Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. No device analysis results are available as the delivery system was not returned for investigation. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that as the physician was placing the .018 steel core wire through pulmonary artery (pa) catheter during a cardiomems implant, the patient began to cough and had blood in the sputum. The nurse suctioned the patient's mouth and increased the oxygen through the mask. The sensor was placed and calibrated without issue without clinically significant delay to the procedure. The hemoptysis resolved without intervention, and no further hemoptysis was noted. Pulmonary angiogram was performed but did not identify the cause or area affected. The patient was transferred to recovery area for overnight observation and was released the following day.